Event description:
It was reported that pump battery did not appear to charge and customer received power source alerts indicating low power, although pump did not shut down and could still be used. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable and wall adapter, after which pump began charging again, and technical support advised using tandem charging cable and wall adapter for short daily charging and arranged replacement charging supplies, after which no further assistance was required.